Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The balloon has an 11mm longitudinal tear starting at the proximal balloon cone. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-sep-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed with a 1.5 x 15 maverick²¿ balloon catheter, a 2.00mm x15mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. Subsequently, a guidezilla guide extension catheter was advanced and a 1.5mm maverick²¿ balloon catheter was used to dilate the lesion; however, the calcification was too severe for the procedure to progress and so it was terminated. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.